Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced difficult to walk, infection, dysuria, anxiety, depression and hematuria.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced difficult to walk, infection, dysuria, anxiety, depression and hematuria. As reported to coloplast, though not verified, legal representative additionally stated the patient with this device experienced burning vaginal pain and swelling, hospital admission for IV antibiotics and pain management for draining bartholin's gland, emergency department visit for pelvic/vaginal/llq pain, urine culture: (+) enterococcus faecalis 1,000 cfu/ml, (+) lactobacillus species 5,000 cfu/ml, intense/horrible pain with intercourse, has pain right at entry and then deeper, major depressive disorder, anxiety, bulkamid injection, pudendal neuralgia, pudendal nerve block, bacterial vaginosis (acute vaginitis) and urinary tract infection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced urinary incontinence, pain, mesh exposure, discharge, abscess, discomfort, dyspareunia, constipation, muscle spasms, urgency urinary incontinence, erosion, hernia and surgery to remove the device.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced and swelling, pelvic and perineal pain, urgency urinary incontinence and myofascial pain.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. G2. Correction to consumer.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced difficult to walk, infection, dysuria, anxiety, depression and hematuria. As reported to coloplast, though not verified, legal representative additionally stated the patient with this device experienced burning vaginal pain and swelling, hospital admission for IV antibiotics and pain management for draining bartholin¿s gland, emergency department visit for pelvic/vaginal/llq pain, urine culture: (+) enterococcus faecalis 1,000 cfu/ml, (+) lactobacillus species 5,000 cfu/ml, intense/horrible pain with intercourse, has pain right at entry and then deeper, major depressive disorder, anxiety, bulkamid injection, pudendal neuralgia, pudendal nerve block, bacterial vaginosis (acute vaginitis) and urinary tract infection as reported to coloplast, though not verified, legal representative additionally stated the patient with this device experienced burning vaginal pain and trigger points injections. Exam under anesthesia, excision of exposed altis mesh occurred twice.